Manufacturer narrative:
Complainant part has not been returned for manufacturer review/investigation. Complainant part has yet to be returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right ankle hardware removal was performed on (B)(6) 2018 due to patient complaints of pain. During the procedure a tibial plate and corresponding locking screws were removed. The exact amount of screws removed is unknown. The original procedure was performed on (B)(6) 2017. There was no delay or fragments generated in the patient. Everything was reported as easily removed. The patient outcome was reported as good. This complaint involves two (2) devices. This is report 1 of 2 for (B)(4). This report is for a plate.